Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for an unrelated indication and on the same day as hospitalization, was diagnosed with peritonitis. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. Treatment was ongoing. The patient was discharged five days after hospitalization and is recovering. Pd therapy was ongoing. Additional information was requested, but is not available at this time

Manufacturer narrative:
(B)(4). It was reported that the patient has been on and off peritoneal dialysis solutions multiple times in the past two months and ¿has been back from five days¿ as of the date of the receipt of this report. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.